Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a paxgene blood ccfdna tube was cracked and leaking before use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for cracked tubes causing a leak with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to cracked tubes causing a leak was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for cracked tubes causing a leak with the incident lot was observed. Evaluation of the customer samples was conducted and cracked tubes causing a leak was observed. Additionally, evaluation of the retain samples was conducted and cracked tubes causing a leak was not observed. Based on the investigation the most likely root cause seems to be a shelf pack dropped causing substantial damage to the tubes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.